Event description:
Patient reported "hardness, pain, soreness, tightening and 'uncomfortable'" and capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade unknown, and a possible rupture. Healthcare professional later reported baker grade iii. This record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Rupture: not observe. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side "hardness, pain, soreness, tightening and uncomfortable". And capsular contracture, baker grade unknown. Healthcare professional, later reported, capsular contracture, baker grade unknown. And a possible rupture. Healthcare professional, additionally reported, baker grade iii. Device has been explanted.